Manufacturer narrative:
A ge service representative performed an on site investigation. The memory card was replaced during the service call.

Event description:
It was reported that the stenoscope system would not have images. No pt injury was reported.